Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 500 (mg/dl). While in the ER, customer was given intravenous fluids. Customer was released from the ER with a bg level around 235 (mg/dl) and a prescription for their nausea medication.